Event description:
Patient had a 45 degree angle neck and 20mm in length. The superior attachment was successfully deployed, but the angio revealed a superior leak. The superior attachment was ballooned using a zmed balloon to resolve the endoleak, but was unsuccessful. It was decided to use a palmaz stent to resolve the leak. During deployment of the contralateral attachment, the contralateral wire was unable to be advanced due to the lock cone being trapped between the stent and the graft. It was noticed that the palmaz stent was deployed with the contralateral wire positioned between the endograft and stent. There were several attempts to remove the wire; however, in the process the graft was dragged down into the aneurysm sac. The patient was successfully converted to a standard surgical repair. Forty eight hours after the procedure the patient expired due to bowel ischemia.